Event description:
The hospital reported during a coronary artery bypass procedure, four heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning one of the devices in question. The hospital was unable to provide the fourth lot number. Refer to MFR report #'s 2242352-2013-00480, 01318, and 01320 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor tab were inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).